Event description:
On (B)(6) 2020, the lay-user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The reporter was unable to confirm when the alleged issue began. The reporter claimed the patient obtained inaccurate high readings of ¿270 or 300 mg/dl¿ with the subject meter; readings which were unusual for him. The patient manages his diabetes with metformin medication (dose not reported). In response to the elevated results, the reporter claimed the patient took an unspecified dose of metformin to lower his blood glucose. The reporter claimed that an unknown time after, the patient¿s ¿sugar went low;¿ his blood glucose dropped to ¿60 mg/dl¿ on an unspecified device and he developed symptoms of ¿diarrhea, vomiting, sweating and was incoherent.¿ the reporter claimed the patient was taken to hospital but was unable to confirm the treatment received. The reporter confirmed the patient is now better. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The reporter declined to have the products replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.